Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test and prime test. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. However, the unit was stuck in the motor error loop during bolus and basal delivery. The excessive no delivery test and occlusion test could not be performed due to motor error alarms. The unit had a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner. (B)(4).

Event description:
The customer called in to report a motor error alarm during a bolus. The customer also reported a low battery alert and a bad battery error. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.